Event description:
I put new contacts in using a new solution. At that time, my eye turned red and was painful and sensitive to light. By the time my flight ended, I removed my contacts. This affected my left eye--and it was then that I noticed it was bright red -1/2- of it. I kept my contacts out but continued to hurt. It felt like something was in it. I thought perhaps an eye lash but didn't see anything. I thought it might be pink eye--but I didn't wake up with the "sand". After 12 days, I put my contacts -a new pair- back in. The right eye was now painful. My vision was still blurry in the left and now the right eye was painful but I felt it might be a reaction to wearing contacts after being in my glasses so long. My vision had remained blurry. When I saw the recall announcement today--I checked my bottle and it is the same. I looked up the problem --and those are my symptoms. I am seeing my eye dr this afternoon. Used in 2007, rinsed contact.